Manufacturer narrative:
Findings: failure analysis revealed that the insulin pump failed the displacement test and had motor error alarm as a result of the encoder signal out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error while bolusing. Troubleshooting was performed and the device failed the displacement test. No blood glucose reading was reported and further information was not provided.